Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. This report is for an unknown knee tibial tray/unknown lot. Part and lot number are unknown; UDI number is unknown. (B)(4).

Event description:
Patient was revised on (B)(6) 2019, to address loosening of the tibial and patellar component at cement to implant interface in the left knee. Unknown cement was used. It was also reported that the attune fb tibia came out with minimal effort and no cement remained on bottom of tibia. The patella came out also with minimal effort and femur remained well fixed. The surgeon replaced tibia with attune revision tibia and metaphyseal sleeve. He also replaced with 41 patella and a poly 12 mm 18. The original implant date is unknown.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.